Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into three segments at approximately 12 cm and 38 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were analysed. The visual inspection revealed multiple signs of wear along the lead fragments. In particular in the distal part of the lead, the insulation was rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages related to the explantation procedure were observed, like fracture of the conductor cables, cuttings, as well as deformation of the shock coil. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 42 months, increasing impedance and threshold were reported.